Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300-unknown arcticgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown articgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow on the arctic sun device. The patient was rewarming, but the water and the patient's temperature was not increasing. They received an alert 113. The patient's temperature was 34.5c, the water was 30.6c and the flow rate was 0.5lpm. Per the complainant, rewarm read from 35.9c. They disconnected and reconnected the pads. The flow rate was noted at 0.6lpm, the inlet pressure was -7psi, the circulation pump command was 27%, pump hours were 4.6 and system hours were 8. Ms&s suggested changing pads and discussed adjusting the rewarm from the current patient's temperature to prevent the patient from warming too quickly. Ms&s explained the heater cannot work at full capacity with low flow. Per follow up via phone on 16mar2020, the charge nurse stated that the device was on their floor and no one is currently on the device. She does not know if therapy was completed on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was low flow on the arctic sun device. The patient was rewarming, but the water and the patient's temperature was not increasing. They received an alert 113. The patient's temperature was 34.5c, the water was 30.6c and the flow rate was 0.5lpm. Per the complainant, rewarm read from 35.9c. They disconnected and reconnected the pads. The flow rate was noted at 0.6lpm, the inlet pressure was -7psi, the circulation pump command was 27%, pump hours were 4.6 and system hours were 8. Ms&s suggested changing pads and discussed adjusting the rewarm from the current patient's temperature to prevent the patient from warming too quickly. Ms&s explained the heater cannot work at full capacity with low flow. Per follow up via phone on (B)(6) 2020, the charge nurse stated that the device was on their floor and no one is currently on the device. She does not know if therapy was completed on the device.